Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not fully weld branches after cutting. After welding the third branch, it would only cut. This happened with four branches, and this caused bleeding. The bleeding occurred during the procedure, but it stopped when they closed the leg. The same unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
(B) (4). The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4).